Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-jun-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient moved could not find a healthcare provider (hcp) to refill the pump. The patient did not have an hcp / managing pump physician. The pump had been empty for 8 to 9 days and had been alarming. The patient was hallucinating. It was further noted that the pump was overheating and the ¿hose¿ was flipping around in the gut. The patient was using frozen things on the pump because of the overheating and burning inside. The patient was questioning when the hallucinating would go away or how to turn the alarm off. It was noted that the patient didn't have insurance until october and didn't have transportation to see an hcp. The patient requested that a company representative come out to their home to turn the alarm off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp would be refilling the pump and monitoring the patient. No further complications were reported.